Event description:
Reportedly, patient is presenting with high gradient after an implant duration of approximately 5 years. Customer reported structural valve deterioration after 5 years. Deterioration of haemodynamic function. Increase of mean pressure gradient from 9.5 mmhg in (B)(6) 2007, to 25 mmhg in (B)(6) 2012; right coronary cusp is thickened and immobile - structural valve deterioration. At the moment patient is without symptoms, therefore, watchful waiting. After five years it can be seen (with tte) the right coronary cusp not properly moving (due to thickening). Probably this is beginning deterioration of the magna ease valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: DHR is currently in process. Device not returned, has not been explanted. No reports have been provided.